Event description:
It was reported that there were atrial high rate episodes which were actually the right atrial (ra) lead far field r-wave (ffrw) oversensing. The ra lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 implantable pulse generator (B)(6) 2012; 5071 implantable pacing lead (B)(6) 2012. (B)(4).